Event description:
A zoll distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the battery charger/modem was unable to recognize a battery. The cause for the failure was shorted u13 cmos flash microcontroller on the bedside pca. The root cause for the shorted u13 component could not be positively identified. No adverse event resulted from the defective battery charger/modem.